Manufacturer narrative:
The instrument was within quality control specifications with respect to control (accuracy) and reproducibility (precision). The controls were run before and after this incident, all recovered within assay limits. On (B)(4) 2010, the field service engineer (fse) replaced the horizontal transverse drive belt for intermittent low hemoglobin issues. Replaced the sample syringe and motor assembly as add'l precaution. Verified the instruments operation. Root cause was determined to be the transverse drive belt that was replaced by the fse. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add¿l reportable events. This issue was reported in 2010 as MDR 1061932-2010-00011. During the retrospective review, it was determined that this add'l MDR was required to be filed.

Event description:
Customer reported erroneous low red blood cell (rbc) count, hemoglobin, hematocrit and platelet results were obtained for two pts when using the coulter a.t 5 diff cap pierce (cp). This report is for the second of the two pts. Erroneous low rbc, hemoglobin, hematocrit and platelet results were reported out of the lab. The pt received an unnecessary blood transfusion of two units of blood and is considered an adverse event. This event represents event 2 of 2 events reported by this customer for two malfunctions associated with two different pts tested on two different days with the same analyzer.